Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After mapping the right ventricle (rv), when mapping was continued after about 5-6 ablations of the electrical signal index while mapping the aorta (ao) and left ventricle (lv) by ao approach using smart touch sf considering the origin of lv the patients¿ blood pressure decreased to 60/35. Effusion was confirmed by echocardiography, and pericardial drainage was performed. This occurred approximately 2 hours from onset of the case start during mapping, ablation of ao and lv with trans-ao approach. Immediately after the decreased blood pressure was confirmed, effusion was confirmed by echography. Tamponade was confirmed. Pericardial drainage was performed and the procedure was discontinued. The patient was then transferred to an intensive care unit for observation. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. However, whether tamponade is due to ablation is unknown. Steam pop was not confirmed. The flow rate setting when using an irrigation catheter was; high flow:8-15ml; low flow:2ml; pre rf time:1s; post rf time:5s; low fluid warning:100ml. The physician's opinion on the relationship between the event and the product is that it was unknown whether the tamponade was due to ablation. The physician commented that the clinical pvc seemed to have disappeared. Additional information received on the event. There was perforation under the left valve. The patient was transferred to another hospital the next day and underwent surgery. The subsequent course was good. The investigator's judgment on health injury was serious. The patient outcome of the adverse event was improved. The patient changed the hospital. Force visualization features used were dashboard and vector with tag index.

Manufacturer narrative:
The investigation was completed on (B)(6) 2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30726712l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10-jun-2022. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard; vector with the visitag module parameters for stability range:2mm, time:3 sec, fot:25% 3g & tag size:2mm. In addition the physician information was provided. Therefore, processed e. Initial reporter section. Also, updated the d10. Concomitant medical products and therapy dates field to include the "unknown brand pump". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).